Manufacturer narrative:
Lot and serial number of the disposable device not provided by the complainant, therefore the expiration date is not known. The device has not yet been returned therefore, a failure analysis of the complaint device cannot be completed. If the device is returned and evaluation completed, a supplemental medwatch will be filed. Lot number of the disposable device not provided by the complainant, therefore the manufacture date is not known. Device history record (DHR) review was unable to be conducted for the disposable device or the radio frequency controller as the identification numbers were not provided by the complainant.

Event description:
It was reported that during the procedure, it took about 15-20 seconds for the device to pass cavity integrity assessment. When the procedure was completed, the doctor viewed the cavity and noticed that only the left half of the patient uterus was ablated. The doctor thought there may have been a perforation since prior to the procedure when she was scoped the fluid deficit was 87ml where as post procedure the deficit read 500ml. There was no fluid leaving the patient. The patient also had heavy bleeding at the time. The doctor is going to monitor the patient since the bleeding has dissipated. No additional details available.